Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The returned blade failed the sharpness test with an average breaking force of 4.27 lbf. The blade would not have cut properly during procedure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of six medwatches being submitted as six devices were involved in this event. See also medwatches 2210968-2012-05830, 2210968-2012-05831, 2210968-2012-05832, 2210968-2012-05833, and 2210968-2012-05834. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, the device made a grinding noise, worked halfway through procedure, and then stopped cutting. Another like device was used to complete the procedure. There were no adverse patient consequences.